Event description:
It was reported that stent damage occured. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a strut was out of the stent. The procedure was completed with a different device and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred during handling of the device during preparation. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a strut was out of the stent. The procedure was completed with a different device and the patient was stable.